Event description:
Pt reports infection, "goo and grit coming out of her eyes, blurry vision, red eye, irritated, felt dirty, cant see well." Attempts to contact the pt for more info and treatment have been made with no reply to date. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.